Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during proximal femoral fracture repair procedure with proximal femoral nail antirotation (pfna) on (B)(6) 2019, the proximal femoral nail antirotation (pfna) blade got stuck on the impactor when trying to turn the unknown nail. The procedure was successfully completed using an alternative dynamic condylar screw (dcs) plate where the patient had a bigger incision. A surgical delay of approximately thirty (30) minutes was reported. Patient condition was unknown. Concomitant device reported: pfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) impactor f/pfna blade. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.410, lot: l523081, manufacturing site: bettlach, release to warehouse date: 25. Aug. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the blade and the impactor were returned in assembled condition. The in general is the impactor in a very used condition, there are strong marks of hammer blows at the bottom side of the handle. There are clearly visible deep marks of any tool at the blue handle. Functional test: it was possible to disassemble the devices during the investigation. Afterwards it was not possible to reproduce the complained malfunction with the disassembled devices. The blade could be attached to the impactor as required, as soon the blade was attached in the "attach" direction it was in unlocked condition and the tip was movable as required. Then it was possible to remove the blade in the "lock" direction and the blade was locked after removal as required. Summary: the complaint is confirmed as the blade and the impactor were in a jammed position when received, with the end cap in the jammed offset position a standard disassembling was not possible anymore. After the separation were the devices functional as required and it was not possible to reproduce the complained malfunction. Based on that a product related issue can be excluded. The exact cause of this occurrence can not be defined as it is unknown when the damages occurred, during the blade insertion or the attempt of blade removal during or after the procedure. The visible marks indicate that the impactor was exposed to very strong forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: protection sleeve (part # 356.818, lot # 3l08721, quantity 1).